Manufacturer narrative:
Outcome attributed to adverse event should not have been selected/ticked.

Manufacturer narrative:
Vyaire medical verified that the reported issue was due to user fault. The blower overheating is due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire technical support received the log files for further investigation. The log files confirmed blower failure and main electronics failure (low blower voltage) on the suspected assemblies. Based on the log files it was determined the most likely cause of the issue was due to a clogged blower filter.

Event description:
The customer reported while using the bellavista ventilator blower failure. The customer observed visible main electronics damage due to overheating. The customer reported the failure occurred during ventilation and there is no patient involvement associated with the event.